Event description:
It was reported that there were issues with the circuitry of the device following a magnetic resonance imaging (MRI). The device had been explanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).